Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as moist, red/purple bleeding open wound skin around area is peeling. There was no alleged device malfunction contributing to the open wound. The patient¿s physician prescribed a powder and cream for the open wound. Follow up indicated that the skin irritation improved.